Event description:
It was reported that the customer experienced a blood glucose (bg) of 41 mg/dl; cause was unknown. Due to the low bg level the customer experienced, shakiness, heart palpations, and confusion. Customer required assistance with nasal spray and consuming soda to address bg level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.